Event description:
It was reported the device was dropped. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found upper case, lower case, and battery drawer are broken. Battery release, heart block, lead flex cover, heart wire contacts, and battery flex are contaminated. Two side bail covers are broken/missing. Ring cover, two case screws, ring cover screw, two side bails, ring, and battery drawer o-ring are missing. Battery contacts compressed. (B)(4).